Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. The complaint was confirmed the returned unit did not meet all specific functional test. Unit received with the threads are broke off of the torque knob. This device was manufactured on (B)(6) 2012 and a review of dhrs containing lot code 129 showed that the following lots passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. A two year lookback in trackwise for this reported failure and or related to ¿carbon screw broke" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary the unit received was not a custom device but a 437a1016 radiolucent short swivel adaptor. After review of the returned device we were able to verify the end users reason for return as the threads are broken off of the torque knob. The root cause of this could not be determined, this issue will be monitored. This device was manufactured in 2012 with no prior service history.

Event description:
The carbon screw broke from the swivel adapter to the skull clamp. The event occurred when unscrewing at the end of the case. The patient's head was supported during the unscrewing from the swivel adapter. Additional information was received from the customer on (B)(6) 2015: a (B)(6) female patient underwent a cervical foraminotomy. The patient was positioned prone on the table. The integra carbon skull clamp was being held by a staff member with both hands (one on each side of the clamp). The swivel adapter was unscrewed by another staff member while the clamped head was being held. The swivel adapter carbon screw broke while it was being unscrewed. The head was visualized as secured and stable by the staff when this occurred. The patient was then flipped supine and the skull clamp removed. There was no difficulty in turning the knob at the time it was tightened. There was no difficulty in turning the knob to loosen; unscrew at the end of the case. There was no patient injury or harm. No other information was provided.